Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files and a mechanical evaluation does not indicate a system failure or malfunction and no non-conformity was identified. It can only be assumed that a mechanical impact at the cover of the esu short circuited the capacitor inside which resulted in the unavailability of the system at boot up. The entire system has been repaired and returned to the customer. No further errors have been reported, therefore, no further corrective action is planned at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred with the cios alpha system. A customer reported the capacitor exploded inside the esu and the cables below were burned. There is no report of impact to the state of health of any patient involved.